Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with no asystole observed. The lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.